Manufacturer narrative:
This device will not be returned thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) was explanted due to an allegation of premature battery depletion. The device had triggered end of life (eol). No adverse patient effects were reported.